Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant medical product: sedr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had exhibited high thresholds and undersensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.